Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that the insulin pump had a blank display anomaly. A replacement battery would not resolve the issue. The patient's blood glucose at the time of incident was 161 mg/dl. Troubleshooting revealed corrosion on the battery cap. The insulin pump was returned for analysis.